Event description:
It was reported that the vns patient had three bad grand mal seizures on (B)(6) 2014. The patient activated magnet mode stimulation but it was not effective is stopping or shortening the patient's seizures. It was noted that the patient's device was at the lowest settings at the time. The patient¿s device was programmed on for the first time the previous day.